Event description:
Per repair center alleged low o2/yellow light and key issue is the power switch has no alarm. Additional malfunctions are the hoses and gear clamps are leaking and the valve operator has 39.5 ohms.